Event description:
It was reported to hp that a nurse was looking at the telemetry central station and noted that the pt's rhythm changed to ventricular tachycardia/ventricular fibrillation. The central monitor did not alarm. No injury was involved.